Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-04046. It was reported the diagnostic testing revealed high lead impedance values. Reportedly, patient had a fall in (B)(6) 2019. Effective therapy was achieved initially by reprogramming. Later surgical intervention was undertaken wherein the fractured lead was explanted ad replaced. This addressed the issue. It is unknown which lead had fractured and was explanted, therefore both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.